Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. The sample was submitted for investigation and was tested on an analytical e module analyzer (e170) and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with (B)(6) for the ft3 assay. No erroneous results were reported outside of the laboratory. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for further investigation. Based on the testing, an interference was confirmed which most likely caused the falsely elevated value. Product labeling documents this interference.